Manufacturer narrative:
Evaluation narrative: one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The suture is partially out of the fixed straw. T1 is missing from the construct. The suture appears to have been cut where t1 normally resides. T2 has been advanced to the dimple. Device was tested for deployment using a rubber meniscus model, t2 deployed as intended. It appears that during use the suture was inadvertently cut above t1 causing it to come free from the suture construct. Reported simultaneous deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the ultra fast-fix 360 curved during an unknown procedure. There was a reported short delay of less than 30 minutes, and no patient injury was reported.